Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the transfer set and the patient line of a homechoice cassette. This occurred during dwell four of five of automated peritoneal dialysis therapy. The patient was connected at the time of the event. During trouble shooting, renal therapy services advised the caregiver to contact the patient¿s registered nurse to look over the transfer set to make sure it was in good working order. The patient stated that the transfer set was due to be changed. Renal therapy services (rts) assisted in ending the therapy and advised the patient that they can start over using new supplies or use manual supplies to complete their therapy. Rts reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.